Event description:
The pt presented to the ER with what was diagnosed to be an infection. Some sort of pocket had formed in the esophagus, which caused the infection. The infection was determined to be unrelated to the implant. The pt underwent revision surgery to remove the tissue mass that had formed. Nothing was done to the plate. The surgery for removing the mass was performed in 2003.